Manufacturer narrative:
This complaint investigation is still in progress. A supplemental medwatch will be submitted once information becomes available.

Event description:
Cannula broke in two places.

Manufacturer narrative:
Management reached out to the distributorship on monday (B)(6) to get an initial understanding of the complaint and schedule a time to speak with the rep who had been present for the case. The sales rep, (B)(6), was contacted on wednesday (B)(6) of 2017; he was able to comment on the events of the surgery. The surgeon, dr. (B)(6), drilled into the patient¿s medial femoral condyle for a subchondroplasty® procedure with an 11ga side-delivery accuport® cannula. The first advancement brought the trocar tip just inside the cortical shall, which the surgeon saw via a fluoro image. After advancing the pin in farther, the surgeon took the stylus out to take a second fluoro shot; the pin appeared bent. The surgeon bent and/or twisted the knee to get a different view and found that the cannula had broken in two locations. The broken accuport® cannula is addressed in this complaint investigation (B)(4) while the breach into the joint space will be addressed in another (B)(4). The sales rep relayed that the surgeon believed the bone to be weaker than normal and easy to drill through. At no point was accufill bsm injected into the body. The surgeon chose to leave the fragment of the accuport® cannula located in the bone where it was, and cut an additional portal into the joint to retrieve the trocar piece. This all resulted in about a 25min delay in surgery. While the sales rep initially reported that the surgeon did not apply any bending, bumping, or re-directing to the cannula, a follow up conversation between the surgeon and regional sales directors (rsds) revealed that he may have been bending the cannula while inserting it into bone in an attempt to re-direct it. This came from the rsd on wed. The (B)(6)(meeting had been on (B)(6)). Pictures were provided by the sales rep that showed the broken piece that was left in the patient¿s body. It appears that the accuport® cannula broke at the 2nd fenestration and around the last threading loop. The risk document for this instrument (risk 307.000) was reviewed and was found to already call out this failure mode: rsk 307.000-13 (c.2.35) loss of mechanical integrity. This failure mode has four possible causes; all of which are rated as acceptable, two citing a clinical risk assessment (see ¿2017 clinical risk assessment in regards to cannula breakages for 11ga. Accuport®¿ signed by dr. Krupp and baker). The DHR from the manufacturer was reviewed and no deviations were made that would have affected the strength of the cannula. A retain from the same lot was also reviewed and showed no signs of out-of-specification manufacturing. As a failure mode is already listed in the risk document, no applicable deviation was found in the DHR review, and there is no sign of a manufacturing defect in the retain, where is not corrective action at this time. At this point no definitive conclusion can be made as to what caused the breakage of the cannula. The instrument was not returned, nor was the investigator present when the failure occurred. There are a number of potential causes, but none of them can be pin pointed as the cause of this failure.

Event description:
Cannula broke in two places.